Event description:
The customer reported to olympus that during reprocessing and after usage of the evis lucera colonovideoscope, leaking air/water and air/water could not passed the tube smoothly from the bending section rubber due to insufficient or incorrect reprocessing of the scope. It was reported that the facility did not start the intended enteroscope procedure and the patient gave up the procedure. Upon inspection and testing of the customer returned device, foreign material (white filaments) was found clogged in the scope air/water nozzle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water leakage from the insertion tube/bending section, air/water supply unsmooth, and air/water nozzle blocked with foreign debris. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events is likely due to insufficient or inadequate reprocessing or device handling. However, the cause of the event is unable to be determined. Olympus will continue to monitor field performance for this device.